Event description:
Hcp reported pt had sudden withdrawal. The pt underwent device placement. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
H6- a follow up report will be sent when device analysis is complete.